Event description:
Report received of the m.d. Successfully closing the arteriotomy with the closer s device post cardiac catheterization performed in 2002. The patient was placed on reopro at 1530 the following day and underwent a stent placement at an unspecified time. The sheath was left in place. Upon admission to the ICU following the stent procedure a hematoma was noted. The pt's pulses were "good and there was no oozing noted". The pt was reported to be restless, was lifting their head and moving their leg. At 1930 a "large" hematoma was noted. The sheath was removed at 2100 and a femstop was applied. The pt was discharged home the following day. 4 days later the pt presented to the ER with a hematoma and a temperature of 100f. An ultrasound was performed which revealed a moderate hematoma, arterial and venous flow were normal and no psuedoaneurysm of fistula was present. A complete bloodcell count was drawn and revealed the white blood cells were normal. The pt was sent home. 4 days later the pt presented to the ER with severe pain to their right shoulder and knee with movement only and dyspnea. The pt was admitted to the hosp with diagnoses of tachycardia, hypertension and severe pain to right shoulder and leg. During this hospitalization the pt's right groin began hurting and oozing from the puncture site. The pt had mulitple surgeries to the right groin and right shoulder. One of the operative reports stated, "arteriotomy was closed but device was grossly infected and in a pool of pus. Tissue around artery appeared to be compatible with arteritis". Post-operatively, the first surgery, the patient was placed on vancomycin and then changed to naficillin per an infection disease specialist. Eventually the pt experienced neurological changes of numbness and paralysis to both legs. An MRI was not performed due to the recent stent placement. The pt developed acute respiratory failure and was placed on a ventilator. A myelogram was not performed due to the pt's condition. The neurosurgeon felt the paraplegia was caused by a suspect epidural abscess. The family requested the pt be extubated, made a dnr and receive no further treatment. The pt was extubated in 2002 and "held their own". The pt was transferred to a surgical floor 2 days later. The pt experienced increased lung congestion. The family refused further treatment. During a.m. Rounds on the following day at 0615, the staff found the pt expired.